Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: concomitant devices: persona cruciate retaining articular surface left 10mm, catalog#: 42512000510, lot#: 64032877, persona cemented all-poly patella 35mm, catalog#: 42540200035, lot#: 64279506, persona cruciate retaining standard cemented femoral component left size 7, catalog#: 42502606201, lot#: 63944537, persona 2.5mm female hex screw 25mm length, catalog#: 42509902525, lot#: 64243306. G2: report source: foreign: the event occurred in australia. The complainant has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address tibial loosening. No additional information is available.